Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Product ID: 3889-28, lot# va0n07b, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A manufacturer representative and a patient implanted for gastrointestinal/pelvic floor reported a loss of therapeutic effect. The patient was on program 1 and was around a "something" setting at the two week follow-up appointment. She tried programs 2 and 3 to check if they were different. She couldn't adjust stimulation and felt it on program 1. On (B)(6) 2015, the setting was on program 1 at 6.3 volts and the stimulation was on. The patient had been on program 1 since the trial and it was not working at all. After implant, she moved to program 2 to see if she would have better results as she was still having leakage. She denied any falls, traumas, accidents, or urinary tract infections since implant. The patient hadn't felt any stimulation since (B)(6) 2015. She went to see a doctor and manufacturer representative and they couldn't get program 1 to work either. The manufacturer representative tried to reprogram but didn't have any success with program 1. The patient had tried all four programs. The patient programmer also wasn't working. On (B)(6) 2015, the patient was still having concerns regarding her device or therapy but was working with her doctor or manufacturer representative. She had appointments on (B)(6) 2015 and (B)(6) 2015. The manufacturer representative tried all seven programming configurations with the patient. She didn't feel the electrode configuration of the case and 1; she felt all other configurations on the pelvic floor. The manufacturer representative was not able to resolve the lack of feeling on the case and 1 and suggesting the patient try each of the other configurations for at least a week each. An impedance check was done and there were bad readings at the 0 electrode. The physician was informed and it was suggested that x-rays be taken to assist the decision to revise the lead or not.